Manufacturer narrative:
Model number/catalog number: 72400023. Serial number: n/a. Batch/lot number: 1100855483. Model/catalog description: balloon fgs 51-60 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404133. Serial number: n/a. Batch/lot number: 1100730870. Model/catalog description: belt cuff fgs 5.5 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that upon closure of a surgical implantation of an artificial urinary sphincter (aus), the patient was closed and cystoscopy was performed to visualize coaptation. Some coaptation of the urethra was visualized and was approved by the surgeon. However, it was noted that the pump did not fill properly, it was collapsed. The patient was re-opened, and no saline was observed in the pump bulb. Therefore, the pump and connections were explanted, checked, and no leaks were found. The device was then replaced. There were no patient complications.